Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer was at 270 mg/dl at the time of the call. The customer was does not blame the pump for the low as they think they over bolused. The customer experienced symptoms such as seizures. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump kept giving a low level hardware failure alarm during the self test. The insulin pump was alarming with an error and the self test was not able to complete. The insulin pump will be returned for analysis.